Event description:
It was reported that when a symptomatic patient presented in the emergency room, post-sensed t-wave oversensing on the ventricular channel was observed on a stored egm. The patient received inappropriate high voltage therapy. Programming changes were made. The patient was scheduled for another follow up.

Manufacturer narrative:
(B)(4).